Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reporter that the plunger on a 30 ml bd luer-lok¿ tip syringe was found "defective" before use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: a photo and a sample were received for evaluation by one of our quality engineers. The photo and sample revealed a defective stopper, therefore failure mode is verified. The stopper is a supplied part by west and would have been received to the plant as a damaged part. A device history review was completed and zero defects were found. There were no indications in the device history review that this is a quality issue for bd. A scar (supplier corrective action request) has been sent to the supplier regarding this failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.